Event description:
It was reported the patient wants the pump explanted, for several weeks they have been lowering the patient's dose. After lowering the dose to minimum rate mode, the patient had a seizure. The dose was increased back to .24mg/day and patient was "doing well". Patient will be weaned of drug slowly before explant. Pump had now entered estimated replacement indicator (eri) 90 day window. The drug being used in the pump was dilaudid (hydromorphone).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).